Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a digestive procedure, dysfunction of the stapler: the clamp properly cut but the staples are out only one side. Disunity of anastomosis requiring immediate repair with rectal intersects. No staples are fell in the patient. A second stapler of the same reference was used, an extra end of the rectum was cut, but then no problem. There were no adverse consequences for the patient.